Event description:
It was reported that right ventricular (rv) lead exhibited loss of capture (loc). As a result, tachy therapy for the rv was turned off. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.